Event description:
Customer reported magnesium sulfate was hung and programmed as a secondary infusion. After the start key was pressed the nurse noted the solution was free flowing. The infusion was stopped and a new bag of magnesium, IV tubing and pump was started. No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). A duplicate MDR# 9616066-2012-00468 was created. Correct MDR # is 9216066-2013-00224. The customer's report that solution free flowed was confirmed. The set was evaluated by carefusion. During visual inspection it was noted that the membrane disc was off-center. Functional testing was performed and air bubbles were noticed going into the primary bag indicating a faulty check valve. The check valve was sent to the supplier for further evaluation. Testing by the supplier also indicated a fault check valve due to the disc being off center. However the root cause of the disc being off center was not identified.